Event description:
The patient claimed that the up/down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however,investigation is not complete. Once evaluation is complete a supplemental report will be sent out to the FDA. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the up and backlight buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, moisture was observed inside the battery compartment. Also unrelated to the complaint, the display screen was found to be dim and miscolored.